Event description:
It was reported that this pacemaker d exhibited low intrinsic amplitude measurement, and intermittent undersensing on the right atrial (ra) lead. Boston scientific technical services (ts) checked that the patient had experienced 100% atrial fibrillation (af) since the last device check, and further recommendations were being made to optimize sensitivity at the next office visit. This device remains in service. No adverse patient effects were reported.